Manufacturer narrative:
One used primary plum set with one used bag spike adapter with spiros was received for inspection. Upon visual inspection, there was a crack on the secondary port beneath the clave, and the crack was short and rigid. The set was leak tested and leakage was observed. The complaint of leakage and loose clave can be confirmed. The probable cause of the crack is due to an unintentional bending force during use. The lot review could not be conducted because no lot number(s) was/were identified. D9 - date returned to mfg: 11/20/2025. Updated information in d9.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
An email was received regarding a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch, alleging a leak during patient use. It was stated in the report that the blue clave above the cassette was loose and causing water leakage. Normal saline was involved. The event happened during the infusion. There was patient involvement but no patient harm reported.